Event description:
The patient reportedly experienced loss of lock with his internal device and the external equipment. Multiple processors were exchanged; however, this did not resolve the issue. Due to the patient's severe medical issues, he has decided to discontinue use of the device.